Event description:
It was reported that the patient was experiencing difficulty charging the ipg. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg will not be returned per hospital policy.

Manufacturer narrative:
Exact date unknown, event occurred since (B)(6) 2022.